Event description:
It was reported that the patient received a ncb pp prox fem plate, l, 9 h, l. 245mm on the left side on (B)(6) 2012 and underwent revision surgery on (B)(6) 2012 due to breakage. The plate fractured due to impaired bony healing after mobilizing the patient. The device was implanted on (B)(6) 2012 after breakage of another plate, which was reported under (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, ana amended medical device report will be filed. The need for corrective measures is not indicated a this time. Zimmer reference number of this file is (B)(4).